Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Needle back down was not successfu. The pt was sent for surgical removal of the device. The cardiologist suspected that a needle hit a fibrotic lymph node. The device was discarded by the hosp staff and the lot number was not available. There was insufficient info from the field to make a judgement regarding root cause.